Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The received device was forwarded to depuy material science for evaluation. On the basis of these observations, the osteotome likely fractured as a result of high stress low cycle fatigue crack initiation and propagation, consistent with repeated impaction forces applied to the metal end cap. No evidence of material or manufacturing defects was observed. Based on the performed investigation, corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The gouge broke off the small sharp keel. The surgeon gouged it too far causing it to shear off leaving a piece in the patient. The handle was also noted to be broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.